Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: a review of the black box showed one power on reset event. The battery compartment was cracked at the threads to the grip pad, and from the case seal to the grip pad. The battery cap was able to fit for testing. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no loss of power issues occurred. The intermittent power issue was not duplicated during testing.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.